Event description:
On (B)(6) 2012, the lay user/patient's mother contacted animas to report that the subject pump had been intermittently powering off. The reporter claimed the alleged power issue began on the evening of (B)(6) 2012. On the morning of (B)(6) 2012, the patient's mother reported that the patient woke up with a blood glucose (bg) of 430 mg/dl and had symptoms of nausea, vomiting, dehydration and tested positive for moderate ketones. The patient was taken to the ER where she was treated with IV fluids and insulin drip. The reporter stated the patient was discharged from the ER and has been on backup plan since incident. At the time of troubleshooting, the patient's mother denied any visible damage to the pump's casing or battery cap. The reporter confirmed the battery cap was tightly secured to the pump. It was noted that the reporter inserted a new battery into the pump; however, the alleged power issue remained unresolved. This complaint is being reported because the patient was reportedly treated for hyperglycemia by an hcp after the alleged power issue with the animas device started.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: 09/14/2012 device evaluation: the pump has been returned and was evaluated by product analysis on 08/20/2012 with the following findings: review of the black box and download history revealed no activity outside normal use. Power on resets were verified in the black box. The battery cap that was returned with the pump for investigation had stripped threads and was not able to be attached to the pump and kept spinning around without tightening down. There was no damaged to the battery compartment. On testing, rebooting was duplicated using the returned (damaged) battery cap. A test battery cap was able to be secured tightly to the pump. The pump was exercised for 24 hrs on a 1 unit per hour basal rate with the test battery cap and no power loss or rebooting was duplicated. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.